Event description:
Dr. Was using the cutting loop and the loop broke. Another loop was obtained, and it broke as well. Dr. Obtained a 3rd loop and was able to complete the case, a transurethral resection of a bladder tumor (tur-bt), with no complications. Manufacturer response for prosurg cutting loop, prosurg cutting loop (per site reporter). The rep. Sent in a return package and the product was returned.